Event description:
The patient had a 33x3.5 cypher stent implanted in the proximal right coronary artery. Indication for the index procedure was unstable angina. Approximately 6 months post stent implantation, the patient was diagnosed with stable angina pectoris and a stent fracture was detected. The fracture was not treated. The patient was followed up 6 months later and there were no additional adverse events.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional information will be submitted within 30 days of receipt.